Event description:
The customer reported that the o2 transport connector is faulty. It will not allow the transfer of oxygen from the wall to the tanks when the vent is being use for transport. The unit gave an o2 not available alarm. Loss of the oxygen source can be detrimental to a patient. The manufacturer's service technician tested the device and verified the customer reported problem. The manufacture's service tech replaced manifold and the unit passed all testing.